Event description:
A customer called baxter corporate product surveillance to report an infusor in which the balloon reservoir started leaking into the "bottle part" of the infusor. It is unknown which part of the reservoir was causing the leak. The event occurred after filling, but before patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample containing no fluid in the reservoir. The reported condition of a leak was confirmed. A visual examination of the unit and a functional leak test revealed that the leak was coming from the welded area of the volume indicator and port. The cause of the reported condition was determined to be insufficient bonding. In order to correct this issue, the manufacturing equipment was changed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.